Manufacturer narrative:
Based on the info provided by the dealer, the carefusion technical support specialist determined that the most likely cause of this failure was malfunctioning front panel. The dealer was shipped a replacement front panel to repair the device and return it back into service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty front panel for eval. As of (B)(6) 2015, the alleged faulty front panel has not been received. Should the alleged faulty front panel be received and evaluated, a f/u medwatch report will be submitted. In addition, carefusion sent a requested to the foreign dealer seeking add'l info concerning if the event involved a pt. As of (B)(6) 2015, there has been no response from the dealer.

Event description:
Our dealer in (B)(6) claims, the touch screen on this ventilator is freezing up, they claim, the screen has like water sports on it. They were not able to calibrate the touch screen in the service mode.

Manufacturer narrative:
Manufacturing received a vela front panel. The vela front panel was visually inspected. Front panel screen was found to have large fluid ingress spots. The touch screen is irresponsive at areas where fluid ingress is apparent but responsive at other areas of the screen. The vela front panel was replaced.